Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient requested to stop home monitoring with no negative reason. There were no allegations against the icm performance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the implantable cardiac monitor (icm) stopped working. The icm remains in use. No patient complications have been reported as a result of this event.